Manufacturer narrative:
A ge representative evaluated the system and adjusted the ps3 power supply 12v outlet. System operates as intended. (B) (4)

Event description:
The customer reported the right touchscreen intermittently locks up after boot up. No pt injury was reported.